Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for an ercp to remove a common bile duct stone, the physician prepared to use a cook memory hard wire extraction basket. It was reported that when the user opened the package, they observed that the basket wire was broken. As the observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a bio bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Photos from the customer show the basket, and a wire is broken. The photo of the pouch was included and matches the report. Our photo and laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted in the catheter lumen. Clear liquid was present in the catheter. One of the wires on the basket had broken near the proximal end of the basket and was still attached at the distal end of the basket. The basket extended and retracted freely with no sign of resistance, though the wire that had broken remained outside of the lumen. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be near the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No part of the device was missing. No other anomalies were detected. A lab meeting was held with production it was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of the broken basket wire was traced to a process issue in the soldering process leading to embrittlement of the basket wire. The point of the break was located near the proximal solder joint. The heating and reheating of solder cannot be avoided by the operator in the manufacturing process. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.